Event description:
During baxter's functionality testing of a spectrum pump for the downstream occlusion sensor, it would not auto restart. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to "won't auto restart after a downstream occlusion alarm," during functionality testing which was not reproduced. The tubing guide was found out of specification. The downstream tubing guide was replaced and calibrated to ensure accurate occlusion detection.